Event description:
Allegedly patient was revised due to dislocation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00404. This event occurred in (B)(6).

Event description:
Allegedly patient was revised due to dislocation.

Manufacturer narrative:
Conclusion: no device failure. Device history record reviewed. Evidence that product in spec when used. Device used according to label indications.